Event description:
The turning-in of the compression device into the znn tibia nail (diameter 11mm, length 340) did not work, as the instrument's spike hit directly on metal (dynamic screw).

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is completed